Event description:
It was reported that the customer had high blood glucose levels. No exact blood glucose levels were provided. The customer reported suffering from fatigue, sweating and diarrhea as a result of high blood glucose levels. Troubleshooting was done. The customer reported small bubbles on the tubing of the insulin pump. The customer also reported a no delivery alarm which was resolved by a complete infusion set change. The customer also reported an issue with the quick serter. The customer also reported that the insulin pump was exposed to melted chocolate. Self-tests performed on the insulin pump passed. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).